Event description:
It was reported by the patient that they had injured their right side when exiting a vehicle. It was later reported (two days post patient notification) that the patient was experiencing pocket stimulation and had twiddler's syndrome. During the right ventricular (rv) lead revision, the lead was noted to be completely out of the heart and sitting in the pectoral pocket. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The analyst commented that the there was an insulation breach (cut) in the outer insulation, the lv1 distal electrode was covered with blood and there was apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.